Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") and intra-abdominal haemorrhage ("abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent two pelvic surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, intra-abdominal haemorrhage, fatigue and dyspareunia outcome was unknown. The reporter considered dyspareunia, fatigue, intra-abdominal haemorrhage and perforation to be related to essure. The reporter commented: on or about (B)(6) 2017, it was determined that patient required two surgical interventions to address her complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed placement of essure coils; on (B)(6) 2009: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation of the essure device") and intra-abdominal haemorrhage ("abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent two pelvic surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, intra-abdominal haemorrhage, fatigue and dyspareunia outcome was unknown. The reporter considered dyspareunia, fatigue, intra-abdominal haemorrhage and perforation to be related to essure. The reporter commented: on or about april 18, 2017 and september 5, 2017, it was determined that patient required two surgical interventions to address her complications diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed placement of essure coils; on (B)(6) 2009: full occlusion of both tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation of the essure device / salping. (Bilateral)'), uterine perforation ('migration/perforation of the essure device / hyst. (Full)') and intra-abdominal haemorrhage ('abdominal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, intra-abdominal haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral),oophorectomy (unilateral) and two pelvic surgeries/ hyst. (Full),salping. (Bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, intra-abdominal haemorrhage, dyspareunia, dysmenorrhoea and vaginal discharge outcome was unknown and the fatigue, menorrhagia, nausea and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, intra-abdominal haemorrhage, menorrhagia, nausea, uterine perforation and vaginal discharge to be related to essure. The reporter commented: on or about april 18, 2017 and september 5, 2017, it was determined that patient required two surgical interventions to address her complications. Complications during removal surgery? Repeat/multiple surgeries (B)(6) 2017. Date of additional surgeries: (B)(6) 2017 type of additional surgeries: other diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed placement of essure coils; on (B)(6) 2009: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information updated. New events: fallopian tube perforation, uterine perforation, abdominal pain, menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), vaginal discharge, nausea were added. Reporters, patient demographics added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation of the essure device / salping. (Bilateral)'), uterine perforation ('migration/perforation of the essure device / hyst. (Full)'), device dislocation ('migration of essure device of fallopian tubes) type: location of device: 1 in lower abdomen') and intra-abdominal haemorrhage ('abdominal bleeding') in an adult female patient who had essure (batch no. 627077, 627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hand tendon injury (physical therapy) in 2015, intra-cerebral aneurysm operation (2 brain surgeries 2 titanium clips inserted ((B)(6) 2001, (B)(6) 2011)), plantar fasciitis, rotator cuff syndrome, right lower quadrant pain and uterine fibroid. Concomitant products included acetylsalicylic acid (baby aspirin), amlodipine, cholecalciferol (d3), fluoxetine hydrochloride (prozac) since 2008, fluoxetine since 2008, olmesartan and trazodone since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral),oophorectomy (unilateral), total hysterectomy (uterus and cervix removed), bilateral salpingectomy, surgical removal of coil(s) and two pelvic surgeries/ hyst. (Full), salping. (Bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation and intra-abdominal haemorrhage outcome was unknown and the fatigue, dyspareunia, menorrhagia, dysmenorrhoea, vaginal discharge, nausea, abdominal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, intra-abdominal haemorrhage, menorrhagia, nausea, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on or about (B)(6) 2017 and (B)(6) 2017, it was determined that patient required two surgical interventions to address her complications. Complications during removal surgery? Repeat/multiple surgeries (B)(6) 2017. Date of additional surgeries: (B)(6) 2017. Type of additional surgeries: other. Plaintiff had exploratory surgery to locate second essure device successful on the left with four coils in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed placement of essure coils; on (B)(6) 2009: results: full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 627077, manufacture date: 2008-04, expiration date: 2010-04. Lot number: 627434, manufacture date: 2008-06, expiration date: 2010-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration/perforation of the essure device / salping. (Bilateral)'), uterine perforation ('migration/perforation of the essure device / hyst. (Full)'), device dislocation ('migration of essure device of fallopian tubes) type: location of device: 1 in lower abdomen') and intra-abdominal haemorrhage ('abdominal bleeding') in an adult female patient who had essure (batch no. 627077,627434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hand tendon injury (physical therapy) in 2015, intra-cerebral aneurysm operation (2 brain surgeries 2 titanium clips inserted (sep-2001, nov-2011)), plantar fasciitis, rotator cuff syndrome, right lower quadrant pain and uterine fibroid. Concomitant products included acetylsalicylic acid (baby aspirin), amlodipine, cholecalciferol (d3), fluoxetine hydrochloride (prozac) since 2008, fluoxetine since 2008, olmesartan and trazodone since 2008. On (B)(6) 2008, the patient had essure inserted. In august 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2015, the patient experienced fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). In june 2016, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), bleeding menstrual heavy ("menorrhagia (heavy menstrual bleeding)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral),oophorectomy (unilateral), total hysterectomy (uterus and cervix removed), bilateral salpingectomy, surgical removal of coil(s) and two pelvic surgeries/ hyst. (Full),salping. (Bilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation and intra-abdominal haemorrhage outcome was unknown and the fatigue, dyspareunia, bleeding menstrual heavy, dysmenorrhoea, vaginal discharge, nausea, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, intra-abdominal haemorrhage, menorrhagia, nausea, uterine perforation, vaginal discharge, vaginal haemorrhage and bleeding menstrual heavy to be related to essure. The reporter commented: on or about (B)(6) 2017 and (B)(6) 2017, it was determined that patient required two surgical interventions to address her complications. Complications during removal surgery? Repeat/multiple surgeries (B)(6) 2017. Date of additional surgeries: (B)(6) 2017 type of additional surgeries: other. Plaintiff had exploratory surgery to locate second essure device successful on the left with four coils in the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed placement of essure coils; on (B)(6) 2009: results: full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device of fallopian tubes type: location of device: 1 in lower abdomen. Lot number, medical history, concurrent condition and concomitant medication were added. Outcome for events abnormal bleeding, cramping, dyspareunia, vaginal discharge were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.